Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it remains implanted. However, medical records were received by the facility to assess the reported event. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event of stenosis was confirmed based on the medical report. Available information suggests that patient factors (hyperlipidemia, thrombus) likely contributed to the event as hyperlipidemia and thrombus were reported in the patient's medical history. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis / renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Valve thrombosis is the formation of blood clots on the valve. These clots can significantly impact functionality of the valve including proper leaflet coaptation, which can result in increased gradients or stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years, 10 months, 27 days post transfemoral tavr procedure with a 23mm sapien 3 valve, the valve presents moderate aortic stenosis and increased gradient. Per medical records received, echo report showed aortic stenosis with a mean gradient 54mmhg. CT report showed possible thrombus. The patient's medication was changed from eliquis to coumadin. However, 1 month later, the gradient did not improve and was 59mmhg. The patient was also reported to have shortness of breath. The patient underwent a valve in valve procedure with a non-edwards valve.